Event description:
During remote monitoring, episodes of withheld ventricular tachycardia therapy were observed on the device. The patient was later seen in-clinic, and the device was reprogrammed to resolve the event. The patient was stable with no consequences due to the withheld therapy.